Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The plastic on the interior packaging was attached to the outer peel.

Manufacturer narrative:
An event regarding packaging damage involving a triathlon femoral component was reported. The event was confirmed. Method and results: device evaluation and results: based on the visual inspection of the returned packaging it appears that this component packaging was subjected to excessive/inappropriate handling whereby the carton may have been compressed and/or dropped from a height causing the flange of the outer blister to fracture. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the investigation concluded that the packaging damage was most likely caused by excessive/incorrect handling prior to opening of the packaging. No further investigation for this event is required at this time.

Event description:
The plastic on the interior packaging was attached to the outer peel.